Event description:
A minimum fill notification was reported by the customer after filling a new cartridge on (B)(6) 2025. Although the customer attempted to move insulin to another cartridge, the issue persisted. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After attempts to resolve the issue by drawing the insulin back out and cleaning the pump, technical support guided the customer through the process of properly loading a new cartridge, which resolved the issue. The customer was then able to successfully load a cartridge onto the pump and resume normal insulin use.